Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that there was a broken tined lead. The lead had broken and they were unable to explant the end of the lead containing the electrodes. The patient had the tined lead inserted as part of an advanced evaluation. It initially worked but on leaning forward during the test phase the patient felt something in the region of the lead site. The patient was due to have a battery inserted as the test was successful and on removing the percutaneous extension the surgeon stated that part of the lead came away as it was broken. The surgeons thoughts were that the lead snapped in the patient prior to surgery and possibly when they described leaning forward and feeling something. The surgeon attempted to remove the remaining lead and inserted a new one on the opposite side.